Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The anesthesia control board and gas inlet valve solenoid were replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that ventilation is not able to be performed. There was no report of patient involvement.